Event description:
It was reported the device was used during an adnexectomy. It was reported the tsb35 would not fire after the third application. A new device was opened to complete the case. There was no consequence to the patient.